Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas presented recurring restart alerts despite multiple user-initiated restarts, including alerts 66 (host 3p0 over/under voltage), 67 (vbuck boost over/under voltage), and 68 (vboost 5p0 over/under voltage), and the device was replaced with return logistics provided. Symptoms included no reported adverse clinical effects. Outcomes included device interruption with replacement arranged and instructions given to sync data, shut down the device before return, and continue using the cgm independently until the replacement arrived. Investigation included the collection of device history and complaint details and the facilitation of product return for evaluation. Investigation of this device revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.